Event description:
Codman evd placed in the or on (B)(6) 2014. Evd discontinued (B)(6) 2014. On (B)(6) 2014 evd incision found to be leaking and patient had ams, leukocytosis and fever; lp obtained and patient was started on rocephin,cefepime and vancomycin. Dx: culture negative meningitis. Therapy dates: (B)(6) 2014. Diagnosis for use: ich with ivh.